Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a shunt in the severely tortuous and moderately calcified vessel. A 4.0 x 20, 40cm mustang balloon catheter was advanced for dilatation. However, upon initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a 5-20/5.3/40 mustang balloon catheter. No patient complications were reported.